Event description:
It was reported that during a stage 1, trial procedure, the lead was properly placed into the patient and removed several times. Each time the lead was placed, an involuntary motor response could not be produced from the patient. The test cable, grounding pads, and test stimulator were replaced but it did not correct the problem. The lead was replaced and the new lead worked properly once implanted. There were no patient symptoms or injuries related to the event. The patient's status at the time of report was noted as 'no injury/no adverse event.'

Manufacturer narrative:
Product ID 3889-28, lot# va01ha5, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; (B)(4).